Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and a suturing device was used. During the procedure, the needle came out of the cartridge and fell into the patient. The needle was found and retrieved. The procedure was completed with this device with no patient consequences. No additional information is available.